Manufacturer narrative:
An analysis was performed and the results are as follows: two spectra malleable cylinders were visually inspected and functionally tested. Both performed within specifications.

Event description:
It was reported that the patient's spectra penile prosthesis was removed due to infection in (B)(6) 2017. No further patient complications reported in relation to this event.